Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified one-link access set had a downstream occlusion. When the one-link was disconnected from the unspecified intravenous (IV) tubing and reconnected, the downstream was resolved. This was noted during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.